Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture and was concluded to have been dislodged. The lead was attempted to be repositioned on (B)(6) 2020 however the helix failed to extend. The lead was explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
A partial lead was returned in one piece measuring 49.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.